Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5033490) on 10-feb-2014. The most recent information was received on 27-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") and the first episode of migraine ("migraines") in a 31-year-old female patient who had essure (batch no. A08887) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no significant histologic abnormality, foreign material, clinic all y essure coils, grossly identified. Concurrent conditions included contrast media allergy, bruising and withdrawal bleeding irregular. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of fatigue ("fatigue"). In (B)(6) 2013, the patient experienced the first episode of migraine (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), memory impairment ("forgetfulness"), abdominal distension ("bloating"), metrorrhagia ("spotting for 2 weeks after my period"), acne ("acne"), the first episode of neutropenia ("neutropenia"), the first episode of contusion ("bruising"), dysgeusia ("altered taste and smell"), parosmia ("altered taste and smell"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of migraine ("migraines / headaches") and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), the second episode of neutropenia ("blood or heart disorder/condition type: neutropenia"), the second episode of contusion ("bruising"), feeling abnormal ("other injury(ies) or complication please describe: feeling of dying."), abdominal pain ("abdomen"), back pain ("back pain") and headache ("headache"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the last episode of fatigue, memory impairment, abdominal distension, metrorrhagia, acne, dysgeusia, parosmia and adenomyosis had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, the last episode of migraine, the last episode of neutropenia, the last episode of contusion, pelvic pain, feeling abnormal, abdominal pain, back pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, back pain, dysgeusia, feeling abnormal, genital haemorrhage, headache, memory impairment, menorrhagia, metrorrhagia, parosmia, pelvic pain, vaginal haemorrhage, the first episode of contusion, the first episode of fatigue, the first episode of migraine, the first episode of neutropenia, the second episode of contusion, the second episode of fatigue, the second episode of migraine and the second episode of neutropenia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet, medical records,new reporter, patient demographic information, patient relevant historical information and concomitant condition lab data, essure lot number a8887 new abnormal bleeding (vaginal, menorrhagia), migraines / headaches, blood or heart disorder/condition type: neutropenia and bruising, pain, fatigue, other injury(ies) or complication please describe: feeling of dying, abdomen, back pain, headache were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5033490) on 10-feb-2014. The most recent information was received on 13-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") and migraine ("migraines") in a 31-year-old female patient who had essure (batch no. A08887-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones. No significant histologic abnormality, foreign material, clinic all y essure coils ,grossly identified. Concurrent conditions included contrast media allergy, bruising and withdrawal bleeding irregular. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), memory impairment ("forgetfulness"), abdominal distension ("bloating"), metrorrhagia ("spotting for 2 weeks after my period"), acne ("acne"), the first episode of neutropenia ("neutropenia"), the first episode of contusion ("bruising"), dysgeusia ("altered taste and smell"), parosmia ("altered taste and smell"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), the second episode of neutropenia ("blood or heart disorder/condition type: neutropenia"), the second episode of contusion ("bruising"), feeling abnormal ("other injury(ies) or complication please describe: feeling of dying."), abdominal pain ("abdomen"), back pain ("back pain") and headache ("headache"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the migraine, the last episode of fatigue, memory impairment, abdominal distension, metrorrhagia, acne, dysgeusia, parosmia and adenomyosis had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, the last episode of neutropenia, the last episode of contusion, pelvic pain, feeling abnormal, abdominal pain, back pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, adenomyosis, back pain, dysgeusia, feeling abnormal, genital haemorrhage, headache, memory impairment, menorrhagia, metrorrhagia, migraine, parosmia, pelvic pain, vaginal haemorrhage, the first episode of contusion, the first episode of fatigue, the first episode of neutropenia, the second episode of contusion, the second episode of fatigue and the second episode of neutropenia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Most recent follow-up information incorporated above includes: on 13-sep-2018: update of information (batch is not valid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: mw5033490) on (B)(6) 2014. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding"), migraine ("migraines") and metrorrhagia ("spotting for 2 weeks after my period") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included contrast media allergy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine (seriousness criterion medically significant), fatigue ("fatigue"), memory impairment ("forgetfulness"), abdominal distension ("bloating"), metrorrhagia (seriousness criterion medically significant), acne ("acne"), neutropenia ("neutropenia"), contusion ("bruising"), dysgeusia ("altered taste and smell") and parosmia ("altered taste and smell"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (pelvic surgery). In (B)(6) 2013, the migraine, fatigue, memory impairment, abdominal distension, metrorrhagia, acne, neutropenia, contusion, dysgeusia, parosmia and adenomyosis had resolved. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered abdominal distension, acne, adenomyosis, contusion, dysgeusia, fatigue, genital haemorrhage, memory impairment, metrorrhagia, migraine, neutropenia and parosmia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(4).¿ medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 16-nov-2017: legal claim received: new event heavy and irregular bleeding was added. The plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.